Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
It was reported that the patient¿s lead moved so they did not get accurate results. It was noted this was a week or two before implant. The patient stated that if they sat down they would jump up and it was uncomfortable. This information was already previously reported in regulatory reports 3004209178-2015-00489 and 3007566237-2015-00349. Additional information suggested this information did not pertain to those events and should have been reported as a separate event. Additional information from the healthcare provider stated that the nurse had no information on the trial lead migration. It was stated that they typically used the trial lead and removed it before implant. The patient was implanted with a tined lead and implantable neurostimulator (ins) on (B)(6)-2014. If additional information related to the trial lead movement becomes available, a supplemental report will be sent.